Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable resulting in pump shutting down. Customer¿s blood glucose value was 130-150 mg/dl. Reportedly, the customer intentionally disconnected call with tandem technical support. Tandem technical support sent a replacement usb cable.